Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-dec-2016: lot number: 841393 manufacturing date: 2011/03 expiration date: 2014/03. Lot number: 50540028 manufacturing date: 2010/08 expiration date: 2013/08. Sample not available. For this case both lot numbers were analyzed. We conducted a review of the manufacturing batch records and confirmed that final product testing for these lots were performed per requirements and the products meet all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the devices. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batches 50540028 and 841393. Follow-up received on 04-jan-2017: quality safety evaluation of ptc: ptc global number (B)(4). Lot number 50540028 (production date aug-2010; expiration date aug-2013). Lot number 841393 (production date mar-2011; expiration date mar-2014). Sample not available. For this case both lot numbers were analyzed. We conducted a review of the manufacturing batch records and confirmed that final product testing for these lots were performed per requirements and the products meet all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the devices. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batches 50540028 and 841393. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 04-jan-2017 for the following meddra preferred term: abdominal discomfort. The analysis in the global safety database revealed 29 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6) caucasian female subject, who was involved in an interventional company-sponsored study to evaluate the use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness (study (B)(6)). She had essure (fallopian tube occlusion insert) inserted and approximately 5 years later, she had a moderate vague abdominal discomfort and therefore she was hospitalized. Two months after the onset of the pain, she underwent a laparoscopic salpingectomy and essure was removed. She recovered after two months. Given the fact that essure may cause abdominal discomfort and that in this case there is no alternative explanation, the causal relationship with essure cannot be excluded. This assessment concurs with the investigator, who considered the event possibly related to essure devices. This case is regarded as incident because surgical device removal was required. A product quality defect could not be confirmed but is considered plausible. No similar case reports have been received to date in relation to the reported batches. No further information is expected.

Event description:
This is a clinical study case report received from an investigator in (B)(6) on 03-nov-2016 which refers to a (B)(6) year-old caucasian female patient who was involved in a interventional company-sponsored study, study number: (B)(4) and had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Study description: use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness. (B)(6). She had no concomitant diseases, no medical history or risk factors. On (B)(6) 2016, the patient experienced moderate vague abdominal discomfort and therefore she was hospitalized. On (B)(6) 2016, she underwent a hysteroscopy (bettochi). There were no intracavitary abnormalities. The right coil was visible, but not easy to be removed. Left in wall and no attempt for removal. On that same day, she underwent a left tubectomy via laparoscopy and had essure coils removed. The duration of procedure was 50 min. Urine was clear, no drains and no blood loss during procedure. The outcome of the event vague abdominal discomfort was reported as recovered with treatment on (B)(6) 2016. The investigator considered this event possibly related to essure. Follow-up received on 10-nov-2016 from device removal questionnaire: the patient is gravida 3, para 3. Essure lot numbers 841393 and 56546028. Essure was removed on (B)(6) 2016 at the patient request. The outcome of event vague abdominal discomfort was mild or moderate improvement. Follow-up is available 6 or more months following essure removal. Company causality comment: this study case report refers to a (B)(6) -year-old caucasian female subject, who was involved in an interventional company-sponsored study to evaluate the use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness (study (B)(4)). She had essure (fallopian tube occlusion insert) inserted and approximately 5 years later, she had a moderate vague abdominal discomfort and therefore she was hospitalized. Two months after the onset of the pain, she underwent a laparoscopic salpingectomy and essure was removed. She recovered after two months. Given the fact that essure may cause abdominal discomfort and that in this case, there is no alternative explanation, the causal relationship with essure cannot be excluded. This assessment concurs with the investigator, who considered the event possibly related to essure devices. This case is regarded as incident because surgical device removal was required. A product technical analysis is being sought.